Event description:
Three patients underwent biliary stent placements, including the 8.5 fr cotten-leung biliary stent, which was placed alongside another plastic stent (manufacturer unknown), each measuring 12 cm or longer. In all three cases, the stents migrated into the duodenum and perforated the opposite wall of the lumen. All patients were diagnosed with cholangiocarcinoma. In the two most recent cases, the migrated stents were removed, and an over-the-scope clip (otsc) was successfully used to achieve hemostasis at the perforation site. In the first incident, the patient was referred out to another facility for treatment. Date of events: (B)(6) / patient 1 - within the past 2 years. (B)(6) / patient 2 - approximately a year ago. (B)(6) / patient 3 - (B)(6) 2025. The outcome of the referred patient, imaging/photos, lot numbers, dates of first two events, implant dates, and explant dates are unavailable. In the two most recent cases, the migrated stents were removed, and an over-the-scope clip (otsc) was successfully used to achieve hemostasis at the perforation site. In the first incident, the patient was referred out to another facility for treatment. Information requested and received 03jul2025. What was the target location for the stent? Bile duct. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Not sure acrobat .035x450. Was the wire guide lubricated prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes. Was the device at the center of the complaint inspected for damage prior to use? Yes. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. If yes please indicate the type of procedure performed. Ercp. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Another day. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. Had a sphincterotomy been performed prior to this occurrence? Yes. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf-q190v 4.2mm working channel. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Unsure. Please indicate the location in the body where the stent device was to be placed. Bile duct how did the physician determine the length of the stent to be used for the procedure? Measuring the stricture under fluoroscopy. Where was the stricture located in the duct? Proximal bile duct. Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. Yes, by the fusion titan balloon. Was resistance encountered when advancing the stent through the obstructed area? Yes after placement, was stent position verified? Yes, with fluoroscopy. Please estimate the amount of time the stent was in place prior to this occurrence. Unsure. Did any section of the device detach inside the endoscope or patient? No. Were any modifications made to the complaint device or accessories used with the device in this procedure? No. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. None.